Manufacturer narrative:
The warnings in the package insert state this type of event can occur. A review of the device history records indicated that there were no dimensional, functional, or material anomalies reported at inspection. A visual examination confirmed the reported event. One of the two tabs of the screw head fractured off. Due to the condition of the returned screw a functional evaluation could not be performed. The probable underlying root cause for the damage is excessive forces leading to loss of mechanical integrity and ultimately implant fracture during usage.

Event description:
It was reported while provisionally tightening the set screws, one screw cross threaded. The surgeon replaced the plug and torqued the screw but was unable to achieve tightening. The surgeon removed the plug and identified the screw was broken. The rod was removed and the broken screw was replaced with a new screw and all screws were final tightened. A surgical delay in excess of thirty minutes was reported, however the actual duration of the delay is unknown.